Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the criteria for the right ventricular (rv) lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter); 2 nonsustained episodes with ventricle-ventricle intervals less than 220 milliseconds on (B)(6) 2016; 13,430 ventricle- sensing integrity counter (sic) since last session 61 days ago. Alert lead failure predictor triggered on (B)(6) 2016 for ventricle-sic and nonsustained tachycardias. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high sensing integrity counter (sic) and non-sustained tachycardia episodes with possible noise. The lead remains in use. No patient complications have been reported as a result of this event.